Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis (pt: injection site cellulitis), was deemed to meet serious injury criteria of required intervention to preclude permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse®, by a different injector. After the treatment with radiesse®, the patient experienced cellulitis. The outcome of the event was unknown. The reporter was inquiring if the event was a direct correlation of the radiesse® that the patient received elsewhere. The reporter also had questions of reversing radiesse®. Follow-up information was received on 10-jun-2021: this case was upgraded to serious. The event off label use of device was added. The patients initials, age and gender were provided. The patient was a (B)(6)-year-old female patient. She was injected with radiesse®, into the chin and cheeks (off label use of device), on (B)(6) 2021. The patient was previously injected with restylane®, into the chin, 2 years prior to this report. Concomitant medications included spironolactone. On (B)(6) 2021, 4 days after the treatment with radiesse®, the patient experienced cellulitis at the injection site and she went to the emergency room. At the emergency room, the patient was treated with oral clindamycin. As reported, after the emergency room visit, the patient started taking flagyl, for different medical reasons. On (B)(6) 2021, the patient visited the physicians office, and there was concern for a possible necrosis. In the opinion of the reporter, if there was necrosis, and it was left untreated, there was possibility of permanent damage. A bacterial culture was taken from one pustule, the results were still pending. As corrective treatment, the patient was prescribed mupirocin by an outside provider, and the reporting physician advised the patient to continue using it. The patient was advised to follow-up with the injector for management. The outcome of the event was left unchanged. In the opinion of the reporter, treatment was necessary to prevent damage, because if cellulitis was left untreated, it had the possibility to led to sepsis. The reporter thought that the adverse event was possibly related to the lack of sterile technique or being injected into the blood vessel. The reporter causality was therefore changed from reasonable possibility to possible.